Manufacturer narrative:
The 9mm curved implant shaft assembly (pn: 89-0117, ln: 39361-ol31) was returned. It was confirmed that one of the tips on the distal end of the instrument had broken off. The distal end shows signs of wear consistent with the age of the instrument. In addition, the cross sectional area at the tip is small, so the age of the instrument paired with impacting force perpendicular to the axis of the shaft has the possibility of breaking the tip. This device was manufactured in december 2012 and the complaint originated in june 2025, indicating it was beyond the expected 4 year lifespan. The failure is within the expected occurrence range.

Event description:
It was reported that the 89-0117 inserter tip fractured off of the inserter during cage placement. Cage had to be removed and a new cage was placed causing a delay in surgery of 45-minutes. No additional adverse effects to the patient were reported.

Manufacturer narrative:
The device has not returned. If the device is returned we will perorm an investigation.

Event description:
It was reported that the 89-0117 inserter tip fractured off of the inserter during cage placement. Cage had to be removed and a new cage was placed causing a delay in surgery of 45-minutes. No additional adverse effects to the patient were reported.